Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed a tear in the sheath. There were no visible non-conformances on the gelseal cap. Based on the condition of the returned unit and the event description, it is likely that the leakage was caused by the torn sheath, as the gelseal cap met current specifications. However, the exact root cause of the torn sheath could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: hals right colectomy detailed description of event: the rep was not present for the case. During the procedure the surgeon noticed that the gel was pulling away from the gel cap ring causing leaking. New product was opened and procedure completed. No other instrumentation was being used with the gelport, only the hand. It is unknown at what point in the procedure this occurred. The device is available to be returned. Additional information received via email on 04feb2020 from applied medical health system is: "I just spoke to the customer and he was not informed of the tear in the alexis and that is the correct product for this complaint. No other report was filed." Patient status: no patient injury type of intervention: opened a new gelport and continued the case

Manufacturer narrative:
The event unit returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: hals right colectomy. Detailed description of event: the rep was not present for the case. During the procedure the surgeon noticed that the gel was pulling away from the gel cap ring causing leaking. New product was opened and procedure completed. No other instrumentation was being used with the gelport, only the hand. It is unknown at what point in the procedure this occurred. The device is available to be returned. Additional information received via email on 04feb2020 from applied medical health system is: "I just spoke to the customer and he was not informed of the tear in the alexis and that is the correct product for this complaint. No other report was filed." Patient status: no patient injury. Type of intervention: opened a new gelport and continued the case.